Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 04:00pm, the patient was at a public green house when they felt they were going low. The last remembered cgm reading was 9.0 mmol/l which was approximately 30 minutes before. The patient started to eat an apple but started vomiting, having a seizure, and lost consciousness. An ambulance was called and the patient was treated with intravenous fluids and was brought to the hospital. The patient regained consciousness while being transported, but his brain was foggy at that time. When the patient arrived at the hospital the blood glucose reading would have been in a normal range. The patient was treated at the ER with food, 2 tablets of tylenol, intravenous fluids and blood glucose reading monitoring. The patient couldn't recall that values during that time but mentioned the cgm reading was inaccurate by about 4.0 mmol/l. The sensor was changed and when the new sensor read lower than the previous sensor, they realized that the previous sensor was possibly reading inaccurately high. The patient was discharged the next day around 04:00am. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.